Event description:
On (B) (6) 2008, dr (B) (6) called biolase technology service hotline for pt emergency and application assistance. Dr (B) (6) was reporting a soft tissue (excision of periocoronal gingival) procedure at which time she was using a drill and switching to the laser. The pt, a (B) (6) boy, had a reaction in which his face swelled up causing the doctor to have to call 911 and the pt having to be taken to the hospital by ambulance. After communications between the doctor and biolase staff the true cause of the event cannot be determined. The only determination made was the pt suffered from air edema around tooth number #31.

Manufacturer narrative:
It is unk at this time what the true cause of the event was. Further contact was made to the doctor for info but no response was received.